Manufacturer narrative:
G4: 17jul2020. B4: 27jul2020. H11: b1 and h1 correction: review of the additional customer information yielded no allegation of device deficiency, malfunction, or serious injury and therefore does not meet criteria for reportability. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17jul2020 b4: (B)(6) 2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the customer was inquiring if a blower temperature of 59.6 celsius is normal. The rse requested the device's diagnostic report (drpt), but the customer did not provide any diagnostic information for review. There was no request for a field service engineer (fse) onsite visit. This reporter stated that a patient a 65 years old male patient weighing 120 (unit of measure not reported), with a height of 165 (unit of measure not reported) was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. During the admission on an unknown date, the patient experienced an event with details not reported, hospital staff connected the patient to a respironics v60 ventilator, and the patient stated that hot gas flow was coming from the device. No adverse event was reported or associated with the use of this device. The device settings during the event were non-invasive, software version 2.10, patient circuit diameter 15mm, heat and moisture exchanger used (brand and model not reported), s/t mode, respiratory rate 15, I: time 1.0, vt 600ml, ipap 15, epap 5, rise 10, ps 10, fio2 21%. No relevant laboratory data was reported. No parts were replaced. The device remains at the customer site and no further evaluation is required at this time. According to v60/v60 plus ventilator, service manual, publication number 1049766, revision k, 2019, page 86), the blower temperature is = 95° celsius. The device did not fail to meet specifications. The device was being used for treatment when the reported device behavior occurred. The blower was operating at a reported temperature that was within normal limits. Review of the additional customer information yielded no allegation of device deficiency, malfunction, or serious injury and therefore does not meet criteria for reportability. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: 13jan2020. Date of report: 23jan2020.

Event description:
The customer reported that there is hot gas flow coming from the device. The device was in use on a patient when the reported problem occurred.